Event description:
Customer reportedly received results of 270 mg/dl on his compact plus system and 155 mg/dl on his physician's meter within 10 minutes. The discrepant results were obtained at the physician's office. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek compact plus system: meter, test drum lot number 20656442, expiration date 06/30/2008.

Manufacturer narrative:
The suspect product is the compact test drum.